Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit had a faulty inspiratory heater wire connector. This was found before patient use.

Event description:
Reporter alleged obtaining the results of 170 mg/dl and 91 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter may have been using strips stored outside of the vial. A request was made for the return of the affected product.

Manufacturer narrative:
Na